Event description:
The patient reported the last time she charged the ipg was (B)(6) 2016. The patient's ipg was explanted on (B)(6) 2016, and replaced which resolved the issue. The patient's therapy was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported the ipg was operable and providing stimulation three weeks prior to having si joint surgery. The ipg is now unable to communicate with external devices and the system reported a communication error. It is unknown when the patient last charged her ipg. An sjm representative interrogated the system and confirmed the ipg is inoperable. Surgical intervention may take place to address the issue.